Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a partial lead (only middle portion) was returned in one piece for analysis. Visual examination found two external insulation abrasions breaching the unknown cable lumen with missing cables and intact inner coil lumen proximal to the suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to device can.